Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the event occurred with the patient's primary controller. The vad coordinator was training the patient and wanted to demonstrate the behavior of the controller by disconnecting one power source. The visual alarm message was present but there was no audible associated alarm sound. Log files were sent. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of an audible alarm failure was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device passed visual examination but failed functional testing as none of the controller's alarms were audible. Internal visual inspection revealed that the controller's speaker molex connector was marginally connected to the printed circuit board (pcb). Reconnecting the connection between the speaker and pcb returned the controller to proper operation. The most likely root cause of the reported event can be attributed to a marginal connection between the speaker and printed circuit board. This likely occurred during the assembly of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that there was no audible acoustical alarm (power disconnect alarm), but was visible on the controller display (yellow led). The event was reproducible. There was no sound when messages could be seen on the display. The controller was tested with batteries connected and disconnected. The controller was exchanged and well tolerated by the patient. No further information was provided.